Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks due to atrial fibrillation (af). Health care professional (hcp) consulted technical services (ts) who analyzed episode data. The patient's af was converted to normal rhythm. No additional adverse patient effects were reported outside of the inappropriate shocks to the patient. Currently, the device remains in service.